Event description:
Pt was treated for post traumatic arthritis of the left index finger long carpo-meta-carpal joints. Plate was implanted in 1999 along with a proximal tibia bone graft and pt was cast immobilized. Plate and one screw noted as broken on 9/22/99. Device remains in the pt.